Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that their scrotum was giving them fits because the stimulation was set too high and they can't get their stimulation turned down. The issue started right after they got an MRI and and turned stimulation back on. Patient said they are scheduled for an MRI soon. Patient services walked the patient through trying to connect to their implant using the handset and communicator, but the patient was seeing the no device found screen. Patient confirmed they were in the correct app. Patient service had the patient close out of all running applications and restart the interstim x my therapy app, but that didn't resolve the issue and the patient continued to see the no device found screen. Verified that communicator was unplugged at the time of call. Troubleshooting did not resolve the issue. Agent reviewed eos possibility and redirected the patient to their managing health care provider to check the device.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.